Event description:
Per the report, "syringes sent to pt to flush line per protocol; pt instructed to use plastic cannulas to flush, but as none were sent, pt used blunt metal cannula supplied by MFR in the syringe package; when syringe was removed from catheter, the cannula cored a hole in the injection cap; no blood leaked and a new cap placed on the line with no further incident.